Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a low vacuum issue, autofll failure and system failure during procedure. There was no harm onsite reported.